Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that following a 7.1 software upgrade, the site's dell handheld computer screen froze during interrogation. Troubleshooting resolved the reported issue. The handheld and software will not be returned for product analysis. The site chose to keep the products.